Event description:
Procedure was arthroplasty of basal joint replacement of right wrist. While using mini-drill with chuck, scrub nurse noticed silver particles of metal coming from drill into wound. Drilling was stopped, and the drill was taken out of circulation. Wound was irragated and a new drill was obtained.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-95. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.